Manufacturer narrative:
Suspect device UDI#: (B)(4).

Event description:
It was reported by the physician that the prongs inside of the tablet usb serial connection port are bent. It was also noted the physician's programming wand had a broken screw and would also need to be replaced. Attempts for additional relevant information have not been successful to date.

Event description:
The serial cable, tablet, and programming wand were received by the manufacturer for analysis. Product analysis for the programming wand confirmed a mechanical problem with the wand serial data cable db9 connector as it had a missing thumb screw, the condition have no adverse impact on the device performance. Continuity testing of the wand serial cable and battery cable passed. Although the wand serial cable has a missing thumb screw, the device met specifications and performed according to functional specifications. Analysis on tablet and the serial data cable is expected but has not been completed to date.

Event description:
Product analysis of the returned tablet was completed and several anomalies were identified. The usb port was damaged; the port was not functional and a temporary port was used to complete testing. The digitizer pen was damaged; however, it was functional after battery replacement. The pen drawer was damaged. The pen drawer latch was bent and the pen drawer was unable to be opened as a result. Additionally, an open wire connection in the usb to db9 serial cable was observed. Functionality of the serial cable was restored after the wire was soldered onto the pcb. No further anomalies were noted.